Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient continued to have pump stoppages after the percutaneous lead repair. The patient underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
Device evaluation: approximately 20 inches of the external portion/distal end of the driveline was replaced on (B)(6) 2016 and returned for evaluation. Electrical continuity testing revealed that all wire were electrically intact. The outer silicone sleeve was free from damage and the underlying clear bionate and braided shield layers appeared unremarkable. Microscopic inspection and high potential testing of the underlying wires revealed no areas of compromised wire insulation. The pump was then exchanged on (B)(6) 2016 and the driveline was returned cut approximately 7 inches from the pump housing. The remainder of the driveline was returned in one segment measuring approximately 38 inches in length. Electrical continuity testing on both portions of the driveline revealed that all wires were electrically intact. Examination of the driveline did not reveal any significant breakdown in the metal braided shield; however, visual inspection of the underlying wires under a microscope revealed a breach in the green wire insulation, exposing the inner metal conductors, approximately 9 inches from the pump housing. High potential testing revealed smaller breach in the orange wire insulation, exposing the inner conductors, approximately 9.25 inches from the pump housing. The breaches in the green and orange wire insulations appeared to be due to fatigue as a result of repetitive movement and abrasion against the braided shield. If the exposed conductors from either of the compromised wires contacted the braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the reported pump stoppages captured in the submitted system controller log file. An interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of the two compromised wires made direct contact with each other or simultaneous contact with the braided shield while operating on either tethered power or on battery power. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device 1 year and 3 months. The pump remains in use supporting the patient; however, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was seen in clinic and the lvad system experienced pump stoppage events while connected to the power module. The patient was placed on an ungrounded power module patient cable. A driveline continuity test was performed and there were no broken wires observed. A distal end percutaneous lead (driveline) replacement was completed. After the replacement, the patient connected to a grounded power module patient cable, and there were no alarms or pump stoppages. The patient was asymptomatic. No additional information was provided.